Event description:
Fresenius became aware of a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis and was going to be hospitalized on (B)(6)2023 for treatment. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6)2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc = 1194 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily. However, on (B)(6)/2023 the patient contacted the on-call pdrn with complaints of continued drain complications, and the nephrologist arraigned for the patient to be hospitalized on (B)(6)2023. The nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is still pending; therefore, the current antibiotic regimen remains in place but will be administered intravenously (IV). The patient will return to pd therapy once the infection has cleared. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the serious adverse event of peritonitis (characterized by drain complications and cloudy peritoneal effluent fluid), which warranted hospitalization, peritoneal dialysis (pd) catheter (not a fresenius product) removal, antibiotic therapy, and temporary transition to hem dialysis (hd) for renal replacement therapy (rrt). The peritoneal dialysis registered nurse (pdrn) attributed causality to an unspecified touch contamination event related to poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). End stage renal dialysis (esrd) patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
Fresenius became aware of a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis and was going to be hospitalized on (B)(6) 2023 for treatment. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc = 1194 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1500 mg daily. However, on (B)(6) 2023 the patient contacted the on-call pdrn with complaints of continued drain complications, and the nephrologist arraigned for the patient to be hospitalized on 23/feb/2023. The nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is still pending; therefore, the current antibiotic regimen remains in place but will be administered intravenously (IV). The patient will return to pd therapy once the infection has cleared. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).